Event description:
The patient was in the hospital not related to device. The patient had multiple episodes, became symptomatic and fell to the floor when the rhythm did not convert. The patient then rescued externally. The patient sustained injuries to her face. Device interrogation revealed an alert for possible hv lead issue. Diagnostics of the episodes showed delivered therapies and several aborted therapies. Hvli trends showed intermittent measurements less than 20 ohms.

Manufacturer narrative:
Only proximal section of lead, 19.4cm was returned for analysis. Without the entire lead, a complete evaluation could not be performed. The returned portion exhibited normal electrical characteristics.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Over the last year on rv to svc vector. The leads were explanted and no visible damage was observed. However, it was noted that both leads were positioned in the pocket with several tight bends. Device evaluation anticipated but not yet begun.